Event description:
Reportedly, during the procedure, fired but the patient side staples would not form properly and bleeding was confirmed from the staple line. Converted to open procedure. Used another device. No further patient injury reported. Procedure: vats biopsy.